Event description:
Pt had bilateral breast augmentation in 1983. Pt developed painful baker-IV capsular contractures. Recent mammogram showed findings consistent with ruptured implants. Upon removal, both implants found to be ruptured. No identifying marks found on implants.